Event description:
Pt graphix wire dissected cleanly into 2 pieces. Distal portion free floating with hj tip in place, no vessel dissection noted. First portion retrieved and removed intact, remaining distal portion unable to be retrieved.